Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the automated impella controller (aic) exhibited a console failure alarm. The device was replaced. No report of patient harm or injury.

Manufacturer narrative:
The date of the device return for evaluation is unknown. The console (aic) was returned for evaluation. Upon inspection of the console, the known pattern failure, which is characterized by a temporary loss of optical data and triggering of a controller error alarm, has a low probability of reoccurrence. If needed, patient hemodynamics and impella position can be monitored with imaging. Therefore, the root cause of the controller failure alarm (optical signal) was unable to be determined because the issue was unable to be reproduced. The optical bench was replaced a full functional check on the console and optical system was performed; before the console was returned to the customer. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.